Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).